Manufacturer narrative:
This report is related to mw# report: 2015691-2024-00326. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, there was difficulty pushing the valve through the 14 fr esheath plus. The surgeon pushed very hard through it and was able to get through. At that point it was noticed on flouro that that the valve had damage. Three prongs of the valve frame were bent in the wrong direction. The valve was already positioned on the balloon for deployment. The team withdrew the valve back into the esheath and removed the complete system together and replaced with a 16fr esheath. Valve and esheath damage were observed upon removal. There were no patient injuries reported. Per engineering preliminary inspection, the distal tip of the sheath was split.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination of the returned device was performed, and the following was observed; the liner is fully expanded as designed, the sheath distal tip is split and bunched/compressed prior to and following the removal of the delivery system. There were three (3) bent struts on the associated valve. The liner near distal tip is bunched and partially delaminated and the c-marker band is present. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty advancing through sheath and distal tip split were confirmed through evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imagery evaluation, tortuosity was present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per imagery evaluation, calcification was present in the patient's access vessels. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Per additional information received, 'the angle that was used to insert the sheath was at a 'questionable' angle'. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient (tortuosity, calcification) and/or procedural (steep angle of insertion) factors may have contributed to the reported event. Review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. As reported, 'valve and esheath damage were observed upon removal'. Per imagery evaluation and observations made during preliminary inspection of the device, it was found that the distal tip of the sheath was split. Per imagery provided, tortuosity and calcification were present within the patient's access vessels. It was also reported that the angle used to insert the sheath was at a 'questionable angle.' Interaction with sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Additionally, tortuosity and steep insertion angle can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and also lead to the split. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (withdrawal of crimped valve, steep insertion angle) factors may have contributed to the complaint event. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the issue of unable to track system through anatomy and delivery system leakage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.